Event description:
It was reported the drain broke at the hub when the surgeon pulled the drain from the package. Another product was opened and used which worked normally. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.